Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach was further described as the patient reused unspecified peritoneal dialysis (pd) disposable equipment. The peritonitis was manifested by abdominal pain and cloudy pd fluid. On the same day as onset, the patient was hospitalized for the event. On unreported dates, the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies and routes not reported) and the patient was retrained on aseptic technique. At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information b5: twelve days after being admitted, the patient was discharged from the hospital and was recovered from the peritonitis event. Should additional relevant information become available, a follow-up will be submitted.